Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error multiple times. The customer's blood glucose was 9.5 mmol/l at the time of incident. Troubleshooting was performed but power error recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed active current measurement and displacement test. However, insulin pump had high sleep current due to power error detected due to j6 connector resistance issue. Power supply test fail alarmed during self test due to moisture damage found on the electrical board connector.